Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found signs of repeated use and is fractured. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 32-347909; max impactor handle mod; lot#:866120. Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip broke during surgery. There was no impact to the patient. Sales rep indicates there is no additional information available.